Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The aus cuff was explanted and replaced with a new aus cuff. No additional patient complications were reported.